Manufacturer narrative:
The failure investigation has been completed and the cracked touch screen issue was verified. Additionally, the cgm error issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touch screen was cracked. Reportedly, the reason for the cracked screen was unknown. Additionally, the customer received a continuous glucose monitor (cgm) error 42. During troubleshooting with tandem technical support, the error was cleared and a new cgm session was able to be started. Customer¿s blood glucose was 200 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.